Event description:
A customer contacted stryker to report that their device unexpectedly restarted three times during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. A customer quality engineer reviewed the electronic device records and verified that the device unexpectedly restarted two times. The cause of the reported issue was isolated to the power pcb assembly, however further root cause could not be determined. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted stryker to report that their device unexpectedly restarted three times during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.